Manufacturer narrative:
The customer reported that there was a power outage, and then ups went down and then the central nurse's station (cns) after that. They stated that they attempted to power on the cns normally, but the unit just sits at a black screen with the message please wait and is stuck at the splash screen. Nihon kohden technical support (tech support) requested that the customer confirm that the cables and the switch are fully inserted and powered on. Tech support requested them to power off the cns and remove the hdd in slot 1, power back on the cns. The customer will need to gather some tools and call back once the hdd has been removed. Tech support called and spoke with (B)(6), after swapping the hdds, the unit was powered up and completed the boot sequence with no issues. Tech support requested they insert the other hdd and let the system rebuild the raid volume. The customer stated that the raid rebuild completed with no errors. The customer confirmed that there are no error lights on the front of the cns and that the status of both volumes as indicated in the raid status section was "ok". No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was a power outage, and then ups went down and then the central nurse's station (cns) after that. They stated that they attempted to power on the cns normally, but the unit just sits at a black screen with the message please wait and is stuck at the splash screen. Nihon kohden technical support (tech support) requested that the customer confirm that the cables and the switch are fully inserted and powered on. Tech support requested them to power off the cns and remove the hdd in slot 1, power back on the cns. The customer will need to gather some tools and call back once the hdd has been removed. Tech support called and spoke with denise, after swapping the hdds, the unit was powered up and completed the boot sequence with no issues. Tech support requested they insert the other hdd and let the system rebuild the raid volume. The customer stated that the raid rebuild completed with no errors. The customer confirmed that there are no error lights on the front of the cns and that the status of both volumes as indicated in the raid status section was "ok". No patient harm was reported.

Event description:
The customer reported that the uninterruptable power supply (ups) went down during a power outage, causing the central nurse's station (cns) to shut down. They attempted to power on the cns, but the unit would not boot past the splash screen with "please wait" message.

Manufacturer narrative:
Details of complaint: the customer reported that the uninterruptable power supply (ups) went down during a power outage, causing the central nurse's station (cns) to shut down. They attempted to power on the cns, but the unit would not boot past the black splash screen with "please wait" message. Investigation summary: the cns lost power abruptly, and upon reboot, the cns did not go past the black screen with the message "please wait". The customer resolved the issue after swapping the hard drives. Root cause the cns has two raid hard drives that are mirrors of one another. The reported abrupt power loss corrupted the software on the primary hard drive where the operating system and cns application sits. This corruption caused the incomplete boot up sequence. Once the secondary hard drive had been swapped into the primary bay, the cns device booted up from the mirrored operating system and the cns application. Service history for this serial number shows one hard drive related issue reported on 8/31/2021 under ticket (B)(6). The hard drives failed and needed to be replaced. Based on this review, the probable cause of the hard drive failure for this cns is a combination of a lack of regular maintenance and an unreliable environment. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.